Event description:
On (B)(4)2010, an event was reported to cormatrix cardiovascular involving a pseudoaneurysm of the cormatrix ecm for cardiac tissue repair. The pt was born with several congenital disorders including: truncus arteriosus, interrupted aortic arch and a small pulmonary artery. The pediatric pt has undergone three major operations. During the second operation, the pt underwent a right ventricular outflow tract procedure where the cormatrix ecm for cardiac tissue repair had been placed in conjunction with the homograft valve and was used to augment the right ventricle proximal to the homograft. During an echocardiogram and an MRI, a pseudoaneurysm of the cormatrix ecm was observed. During the reoperation, the cormatrix ecm was explanted and the conduit was revised. Post-operation, the pt did well and was released from the hospital. The cormatrix ecm was not returned to cormatrix cardiovascular for evaluation. The cause of the pseudoaneurysm is unk. A labeling change has been recently implemented to include a warning on the instructions for use for the cormatrix ecm of cardiac tissue repair advising the physician to suture the ecm to viable native tissue.